Event description:
The manufacture was informed of the event through the patient tracking department. Based on the information reported in the patient implant form, a memo 3d rechord #30 valve was implanted and explanted on the same day on (B)(6) 2021. No further information about any device malfunction, patient outcome or device finally implanted was received from the site regarding this event.